Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, d5, e2, e3, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number a review of the device history record for sn (B)(6) was performed from 09-oct-2022 to 08- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the malfunction was due to a corrupt operating system. A field service engineer reimaged ssd and performed a synchronization. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the pyxis medstation es system encountered a blue screen during the boot process. The operating system failed to load due to a missing or erroneous system registry file. The customer reported that they are unable to use the station, leading to a delay of three hours for the facility. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that the pyxis medstation es system encountered a blue screen during the boot process. The operating system failed to load due to a missing or erroneous system registry file. The customer reported that they are unable to use the station, leading to a delay of three hours for the facility. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station displayed blue screen during the booting process. A field service engineer conducted an inspection of the station and found that the windows operating system was corrupted. To address the issue, re-imaged the station and performed a resynchronization. The system was functional as intended.